Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing fatigue presented via remote transmission. Review of transmission revealed that the pacemaker was in backup vvi. The issue was resolved by reprogramming the device.